Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by the manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 95% stenosed target lesion was located in the left superficial femoral artery (sfa). The target lesion was approached from the right sfa. A non-bsc guide wire was used to cross the lesion and predilatation was performed with an unspecified 3mm balloon. A non-bsc stent was implanted and the 6.0x60/135 (4f) sterling mr balloon was used for post-dilation. The sterling balloon was inflated three times (1st unknown atms, 2nd unknown atms, 3rd 10atms) and ruptured on the third inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.